Event description:
A stent was placed in patient's right renal artery for fibromuscular dysplasia (fmd) without complication. Physician stated patient had low grade fever, and non specific abdominal pain the day following case. White blood cell count did not go up, and patient was stable and discharged from the hospital.

Manufacturer narrative:
We are in the process of performing the investigation. A follow-up report shall be submitted upon completion of the device evaluation.